Event description:
The incident involved spiros® closed male luer, red cap. The customer reported that after connecting the diffuser to the patient's gripper, she noticed a leakage at the junction between the spiros and the end of the diffuser tubing. The patient was connected to the device at the time of the event. There was a delay in therapy for two hours, the therapy was successful, no adverse events noted. No defects were seen on the device before the event. There was an exposure to the cytotoxic agent for the patient. There was patient involvement but no report of patient harm. This is the second of two reports.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Manufacturer narrative:
Device returned to manufacturer on 1-nov-2023. The used ch-2005sp spinning spiros was evaluated and functionally tested and there were no leaks and no malfunction of the spin feature. The entire used ch-2005sp spinning spiros met product performance expectations without probable cause for disconnect or leakage. The probable cause of the separation cannot be determined. The directions for use (dfu) does state: to prevent the possibility of leakage when the spiros is connected to the end of an elastomeric infusion pump, activate the clamp on the pump line and/or connect the spiros to the female port of the elastomeric pump in order to make a closed fluid circuit. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.